Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device batch record, lot trending, system risk analysis (sra) and supplier product evaluation. The batch record and trending analysis by lot number was not reviewed as the lot number was not available after multiple attempts were made with the customer for additional information. The sra indicates the risk associated with exposure to toxic or corrosive material is "low." Supplier product evaluation was not performed as it was determined to be a user error. The customer handled the cassette without the use of proper personal protective equipment (ppe). The issue has been attributed to user error as the healthcare worker (hcw) was not using proper personal protective equipment (ppe). The customer letter was sent reminding the user to always wear ppe when handling cassettes. The issue will continue to be trended.

Event description:
The customer reported two healthcare workers (hcw) came into contact with h2o2 on their hands after removing a sterrad® 100nx cassette from their sterrad® sterilizer. This file addresses the hcw#1, who "picked up cassette that was known to have peroxide residual on it" and the h2o2 contact occurred on his finger. The hcw was not wearing personal protective equipment at the time of the event and the hcw was sent to the emergency room and was seen by doctor but stated "nothing (was) given" to him. The hcw washed the affected area with soap and water and is reported to be "fine". There is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure; however, this event is being reported as a malfunction subsequent to a serious injury. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2017-00189 and 2084725-2017-00190.